Manufacturer narrative:
Omit: other occupation, report source other, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: initial reporter addr 1, initial reporter city, initial reporter zip, initial reporter facility name, initial reporter occupation, report source additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of programming error was confirmed during log review. On 01 july 2025 at 10:55 am, the pcu event log showed the suspect pcu and the suspect pump module were powered on and was assigned channel ¿a¿. The user selected ¿yes¿ to ¿new patient¿. The user selected ¿yes¿ to ¿same profile¿. The profile in use was identified as ¿adult¿. The data set (aah orange 2025 ivap final.gre) was provided and reviewed for the reported event. At 10:57 am, pump module received a remote IV for heparin (durgid= 392) with a drug amount of 25000mg, diluent volume of 250ml, volume to be infused (vtbi) of 250ml, patient weight of 81.8kg, rate of 14.8ml/h and a dose of 18.0928unit/kg/h. Infusion was started and recorded a primary volume to be infused (pvi) of 0ml. From 10:58 am to 10:59 am, pump module was selected and alarmed for ¿operator walkaway¿, this occurred three (3) times. At 10:59 am, infusion was paused and recorded a pvi of 0.4ml. At 11:02 am, pump module was selected and infusion was restarted. Recording a pvi of 0.421ml. At 12:08 pm, pump module alarmed for ¿occlusion patient side¿ and a few seconds after infusion was restarted. Recording a pvi of 16.603ml. Restart key was pressed three (3) times (invalid key press). At 12:10 pm, pump module alarmed for ¿occlusion patient side¿ and a few seconds after infusion was restarted. Recording a pvi of 17.138ml. Restart key was pressed three (3) times (invalid key press). At 01:01 pm, pump module was paused and silence key was pressed six (6) times. Channel was powered off and recorded a pvi of 29.478ml. No more infusions were recorded on this date. The inspection process did not find any issues or anomalies with the suspect pcu and pump module that may have been contributing to the reported issue functional testing was performed on the received pcu and pump module by following keypress and programming parameters observed in the pcu event log. It was programed a heparin infusion with a drug amount of 25000 units, diluent volume of 250ml, patient weight of 81.8kg and a concentration of 100unit/ml. After programming a volume to be infused (vtbi) of 250ml and a dose of 18unit/kg/h, the rate is automatically calculated to 14.7ml/h. If the rate is manually changed to 14.8ml/h, the dose automatically changes to 18.09unit/kg/h. This confirms device is calculating the expected rate of 14.7ml/h for the respective dose of 18unit/kg/h. Additionally, from log review it was confirmed that the user programmed a rate of 14.8ml/h, which resulted in the dose being adjusted to 18.09unit/kg/h. The alaris¿ system user manual 12.3.2 notes that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Discard infusion set if packaging is not intact, or protector caps are unattached. The user manual also states that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: devices were opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported programming error is being attributed due to a user error. The log review confirmed that the user programmed a heparin infusion at a rate of 14.8ml/h which resulted in the dose being adjusted to 18.09unit/kg/h. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the there was a discrepancy between heparin order details sent and what was displayed on the pump. The nurse auto-programmed dose was sent to the pump (18units/kg/hr = 14.7ml/hr for 81.8kg patient) and populated on the pump as 18.09units/kg/hr = 14.8ml/hr. The pump received the following infusion information for heparin: 25,000 unit/250 ml; patient weight 81.8 kg; dose = 18 unit/kg/hr; the rate shows in the pump as 14.8 ml/hr which then calculates the dose as 18.09 unit/kg/hr. There was patient involvement but no harm. Per bd interoperability consultants' evaluation, the issue was not interoperability related but rather was a mis-key press by the end user (nurse) which inadvertently caused an increase to the rate of the weight-based medication from 14.7ml/hr to 14.8ml/hr. Bd also learned later through due diligence the following information: there were no other infusions running at the time of event. Approximately 30ml had actually infused over 2 hours (based on rate calculations). The tubing was no available for investigation.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the there was a discrepancy between heparin order details sent and what was displayed on the pump. The nurse auto-programmed dose was sent to the pump (18units/kg/hr = 14.7ml/hr for 81.8kg patient) and populated on the pump as 18.09units/kg/hr = 14.8ml/hr. The pump received the following infusion information for heparin: 25,000 unit/250 ml; patient weight 81.8 kg; dose = 18 unit/kg/hr; the rate shows in the pump as 14.8 ml/hr which then calculates the dose as 18.09 unit/kg/hr. There was patient involvement but no harm. Per bd interoperability consultants' evaluation, the issue was not interoperability related but rather was a mis-key press by the end user (nurse) which inadvertently caused an increase to the rate of the weight-based medication from 14.7ml/hr to 14.8ml/hr. Bd also learned later through due diligence the following information: there were no other infusions running at the time of event. Approximately 30ml had actually infused over 2 hours (based on rate calculations). The tubing was no available for investigation.